Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received 23 samples and one photo for investigation. The 23 customer samples underwent multiple inspections. Out of these, four samples failed the visual inspection due to improper assembly. In the inspection for collapsed tubes, 14 samples failed. When checked for molded part defects, 22 samples failed. A further visual inspection for foreign matter (fm) resulted in 5 samples failing, and another inspection for damages saw 14 samples failing. Ten customer samples were inspected for brittleness, with none failing. Five customer samples underwent functional tests for low or no draw, all tubes tested were within specification. The customer photo revealed defects such as missing stoppers, sunken sides, deformed stoppers and low sample draw volume. On the retained side, 30 samples were inspected for any visual defect, with none failing. Twenty retained samples underwent functional tests for low or no draw, all tubes tested were within specification. Ten retained samples were inspected for brittleness, with none failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse, damaged, foreign matter, improper assembly, molding defect and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.